Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro c-ring arm broke off into the patient's leg. The piece was retrieved through the original incision. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the c-ring had been split in half. The other half of the c-ring and the scope wash tubing were received separate. The tubing was intact. The device was bloody. Based upon the visual observations, the reported complaint "c-ring arm broke off" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).